Manufacturer narrative:
The investigation of automated impella controller (aic) - purge disc/flag issues has been completed. No data review is needed for this complaint because it was only reported that the retainer was broken. The root cause of the issue was broken purge disc retainer. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-20131. E4 should have been left blank. G1 reporting contact fax number missing.

Manufacturer narrative:
The impella device was returned and evaluated. The root cause of the issue was broken purge disc retainer.

Event description:
The complainant reported that the plastic purge disc holder on an automated impella controller (aic) had snapped off. There was no known harm associated with the damage. A loaner was requested to replace the aic.